Manufacturer narrative:
Product analysis: complaint is of a functional nature. The instrument in question has been damaged as received, preventing evaluation of function. The instrument has been received in a manner unsuitable for evaluation.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a percutaneous pedicle screw procedure. During procedure, the extender could not be removed at all after break-off at l3/4. Finally, a cobb was used for removing it. Tip of the extender broke and was removed. The product came in contact with the patient. No patient complications were reported.